Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion in the right coronary artery (rca). A 3.00x33mm xience xpedition drug eluting stent (des) was advanced and implanted at the target lesion, after which a distal edge dissection was noted. A 2.5x15mm xience xpedition des was implanted to successfully cover the dissection and complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.